Manufacturer narrative:
One 4 lesion nt2000¿ pain management rf generator was received into the lab for analysis for analysis. No original packaging was available for inspection. Visual inspection of the returned product confirmed all input and output connectors are free of physical damage and all labeling is legible and correctly oriented. It was also verified all external hardware was secured, no physical damage was observed on the display panel or the exterior casing. Inspection of the internal components revealed a failed capacitor at the c50 location on the radio frequency control board which resulted in the thermal event reported. No functional testing was performed due to the physical damage previously identified. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information provided to abbott and the investigation performed, the root cause of the field reported issue was isolated to a component failure on the radio frequency control board.

Manufacturer narrative:
Corrected information: h1. Additional information: g3, g6, h2.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
During a procedure, when the generator was powered up smoke was emitted from the device. Another generator was used to complete the procedure. There were no adverse consequences to the patient or user.